Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the scope was not microbiologically tested by olympus, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for more than 10 colony forming units (cfus) of stenotrophomonas maltophilia and enterobacter momechel in the biopsy channel and suction channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.